Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported the closure device shifted proximally upon release. A left atrial appendage (laa) closure procedure was being performed. Three watchman ® access systems (was) were attempted, but all kinked upon advancement into the patient because of an excessive amount of torque trying to maneuver into a very posterior oriented laa. A fourth was used and it did not kink. A 30mm watchman ® laa closure device & delivery system was advanced through the was. The closure device was deployed and released. Upon release, the closure device shifted proximally. It was still stable and did not embolize. There were no patient complications and the patient's status is fine.